Event description:
Pt was undergoing planned stent placement in the right coronary artery. Stent was being deployed without incident. An add'l balloon was inserted for dilatation purpose. Upon withdrawal of balloon through stent, balloon stuck on stent and could not be removed. Pt to open heart surgery for removal. Physician operator denies that stent played role in incident, rather that balloon did not completely wrap post-dilatation, therefore catching on stent.